Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient fell and the implantable pulse generator (ipg) migrated. The patient underwent a revision procedure wherein the ipg was repositioned and stitched down. The patient was doing well postoperatively. The device remains implanted and in use.